Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - advance laa, patient ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amulet left atrial appendage (laa) occluder (lot: 9133780) was implanted successfully utilizing a 14f amplatzer steerable delivery system. The following day (B)(6) 2024, the patient developed dyspnea and atrial fibrillation. Intravenous lasix was provided and the patient was monitored overnight.

Manufacturer narrative:
An event of dyspnea and atrial fibrillation a day after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.